Event description:
Infant's father noticed discoloration in nipple, prior to bottle feeding infant. Appears to be consistent with metal shard. Infant's father brought nipple to nursing staff and it was not used with infant.